Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a vertical white line on the liquid crystal display (lcd) screen of the system controller (serial number unknown) was unable to be confirmed. No log files or photos were submitted for review. Provided information indicated that the system controller was exchanged. The root cause of the reported event was not able to be conclusively determined through this analysis; however, the line in the lcd is a known issue related to the lcd screen itself. This issue is being addressed via a corrective and preventative action. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the indicator screen of the system controller contained a vertical line. The system controller was exchanged.